Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would sporadically beep. There was no reported impact to customer's blood glucose. Reportedly, customer continued to use the pump for insulin therapy.